Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this patient's device could not be interrogated after several troubleshooting techniques. A magnet was applied to confirm therapy.